Event description:
Medtronic received information that this pulmonary valved conduit exhibited insufficiency and moderate stenosis after 51 months implant duration. Subsequently, a transcatheter bioprosthetic valve was implanted within the conduit. One month following the intervention, the conduit was explanted due to endocarditis. At explant, the surgeon noted evidence of infected vegetations and perivalvular abscess within the contregra conduit. No adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at medtronic's quality laboratory, a 4 cm section of a contegra conduit with a melody valve attached within was received for analysis. A 1.2 cm horizontal cut was observed on the valved conduit. Remnants of blue monofilament sutures remained attached to the valved conduit. Sections of the valved conduit were received detached from the melody, possibly to expose the existing contegra conduit. All existing leaflets were stiff due to tan vegetative host tissue on the inflow and outflow. Tissue deterioration due to vegetative host tissue was observed on all leaflets. The exposed contegra leaflets were stiff due to tan vegetative appearing host tissue on the exposed inflow aspect. Tissue deterioration was noted on all commissures. Glistening off-white pannus was noted on the inflow orifice of the conduit and lined the existing outflow orifice of the conduit. Tan vegetative appearing host tissue covered the existing leaflets of the contegra. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth and vegetation. This finding is generally considered a patient related condition.